Event description:
According to a letter from the surgeon of (B)(6) 2010 the pt have had a loosening of the sled prosthesis and an inlay breakage, right side.

Manufacturer narrative:
According to the surgical report of (B)(6) 2010 only a loosening of the sled prosthesis right side was reported. There is no info stated of an inlay breakage. We try to get more info and/or the complaint sample to clarify the discrepancy between the surgeon's letter and the surgery report. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link sled endo-model, tibial component also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.